Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm the procedure/event date. Hospital facilities discovered this incident after being transferred to the ward. Therefore, the date is correct(the procedure date was reported as (B)(6) 2025. The event date was reported as 24-sept-2025.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what is the lot number? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This event occurred intra-op. The procedure date was reported as (B)(6) 2025. The event date was reported as 24-sept-2025. Please confirm the procedure/event date.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a reservoir was used. During the procedure, the suction of the reservoir could not be done, so an additional product was used instead. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.